Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 1.1; laboratory inr: 2.0; the time between testing was a couple of minutes of each other. Therapeutic range 2.0-3.0 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.